Event description:
Material # 320440. Material description - syringe 0.3ml 31ga 8mm tw 10bag 500 ca. Material lot# - 4022020. Complaint description ¿ we just wanted to let you know so you can inform the supplier that the last boxes of syringes we got ( both the 8mm and the 6mm) have problems. The needle has a little bump on it which stops it from entering the skin smoothly. The suction when trying to withdraw the product into it is very strong. And some of them have been blunt in the 6mm box. Notes: no attachment provided by customer. Items 320440 x 5 boxes. Lot number 4022020 - pir: 00021573. Item 324919 x 7 boxes. Lot number 3338055 - pir: 00021575.

Manufacturer narrative:
This medwatch is considered and initial and final submission as the investigation has been closed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.